Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff or link miss occurred. The proglide was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.